Event description:
It was reported that the patient presented in clinic for aveir leadless pacemaker (lp) implant procedure. During the procedure, it was observed that the lp helix was found to be stretched due to adhesion to the tricsupid valve. The procedure was abandoned with no lp implanted on (B)(6) 2026. There were no patient consequences.